Event description:
Procedure: urogynecological. According to the rptr: the pt alleged injury. The pt reports experiencing mesh erosion, pain, infections, bleeding, mental anguish, dyspareunia and corrective surgery as a result of her implantation of the pelvic mesh device.

Manufacturer narrative:
(B)(4).